Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the mega suturecut needle driver instrument cable broke. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use and no issues noted. There were no fragments fell inside the patient. The surgeon was suturing mesh in an inguinal hernia when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. The mega suturecut needle driver instrument was found with a broken grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.